Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered into the pump by the user on (B)(6) 2018 was 87 mg/dl. User set a temporary basal rate of 250% (3.125 units/hour) that ran from 2:01 am to 4:07am. The user then set a temporary basal rate of 45% (0.567 units/hour). User set a temporary basal rate of 250% (3.25-3.75 units/hour) from 1:14 pm to 2:12 pm. User delivered multiple override boluses, requesting and delivering more insulin than the pump suggested while still having insulin on board. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was 44 mg/dl. The customer declined to provide further information regarding the event.